Manufacturer narrative:
Product/particle was not available for evaluation.

Event description:
Reporter noted small metal fragment stuck to iris at three week post-op check. Post-op exam otherwise satisfactory. Additional information received from customer noted patient is satisfied with visual outcome and is aware of particle. At present there is no noticeable damage to eye.